Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the lower jaw is broken. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device and has been in the field for more than an year, this failure has possibly occurred after using it in this manner for many procedures. We cannot determine a definitive root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of this complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The mitek professional education material coordinator reported that during a latin american shoulder and knee course cadaver lab, a 35 degree up penetrating grasper stopped closing, and the jaw broke off of an expressew iii with hook suture passer. Both devices are being returned for evaluation.